Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The guidewire that was used in the field was not returned. Visual inspection revealed the coating of the stylet that was returned with the lead was stripped and bunched with the inner coil at the distal end of the connector pin; a green coating was also found bunched in this location. The cause of the reported events was isolated to the bunching of the stripped coating and the inner coil consistent with procedural damage.

Event description:
During an implant procedure, it was noted that the stylet was difficult to insert and remove from the left ventricular (lv) lead. While removing the catheter the lead became dislodged. The physician tried to reposition the lead using another guidewire, however, the guidewire could not be removed from the lead thus causing damage to the lead. The lead was explanted and not replaced due to the clinically significant increase in the duration of the surgical procedure. The patient was stable with no adverse consequences.